Event description:
The patient, who had undergone tha approximately six months earlier, presented for a follow-up outpatient visit and reported pain and noise at the surgical site to the physician. A dual mobility mdm implant had been used. X-ray imaging showed no changes in implant positioning or other findings when compared to the immediate postoperative images. At present, the treatment plan is to continue observation, and there are no plans for implant removal.